Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device changing procedure, externalized conductor was observed on the atrial lead. Atrial lead insulation was pulled back to the suture sleeve area, and the conductor coil of the lead was exposed. The lead was repaired with medical adhesive. The patient was stable and being monitored.